Event description:
It was reported that during da vinci-assisted sleeve gastrectomy surgical procedure, while applying insufflation into the patient, the cannula seal's port broke. The unit was replaced. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the luer where the insufflation tubing screws on was snapped off. Insufflation tubing was switched to a different trocar and the seal was replaced. Surgeon was completing the stapling of the stomach on a gastric sleeve when the issue occurred. It caused complete loss of insufflation. This led to reduced visualization, and less than five minutes loss of time. Insufflation was switched over to another trocar while the broken seal was replaced. The procedure was completed robotically. The patient was discharged.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the cannula seal for evaluation. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.